Manufacturer narrative:
Reporter phone number: (B)(6). Reporter fax number: (B)(6).

Event description:
It was reported that during device preparation for a procedure, a hair was noted inside the package. As such, a replacement device was used to complete the procedure.

Manufacturer narrative:
The reported foreign material was confirmed. A hair was noted inside the returned pouch. The original sterile packaging had been opened prior to receipt of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the foreign material remains unknown.